Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the reservoir was leaking with they were filling it up with insulin. The leak was at the top of the reservoir near the plastic cap. Customer's blood glucose level at the time 104 mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
One opened/used reservoir was tested and it passed per specifications, no leaks were noted.